Manufacturer narrative:
The returned screw was examined under magnification. The screw shows signs of being cut by drilling on distal position of threads. No other issues were identified with the screw. Additional mdrs associated with this event: 3025141-2020-00212: plate, 3025141-2020-00213: screw 1, 3025141-2020-00214: screw 2, 3025141-2020-00215: screw 3, 3025141-2020-00216: screw 4, 3025141-2020-00217: screw 5, 3025141-2020-00218: screw 6, 3025141-2020-00219: screw 7, 3025141-2020-00220: screw 8, 3025141-2020-00222: screw 10.

Event description:
On (B)(6) 2020, the patient had a dirt bike accident and suffered a clavicular fracture on the left side. On the (B)(6) he underwent surgery where the surgeon performed a osteosynthesis with a acumed plate and screws. On the (B)(6) during a post op visit, the x-ray then shows a fracture in good position with increasing callus formation. On the (B)(6) he lifted a light backpack with his right arm when he heard a crack from his left shoulder. He immediately suffered pain from his left shoulder and was not able to use his left arm. X-rays showed a breakage of the implanted clavicular plate. On the (B)(6) the patient was scheduled for surgery where the surgeon removed the old plate and screws without any problems and a new acumed clavicular plate is implanted.